Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door was failing.a customer stated that this malfunction occurred while trying to pull the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) refrigerator door failed. A field service engineer replaced latch unit and wire harness on remote manager and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.